Manufacturer narrative:
The field representative provided the troubleshooting steps to the physician and the physician indicated the steps would be followed. However, no further information was able to be obtained. It is suspected the device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a competitor's right ventricular (rv) lead exhibited numerous high, out-of-range pacing impedance measurements. Technical services reviewed available device data and noted impedance values of around 2100 ohms had been measured rather frequently since (B)(6) 2018. There were no episodes showing noise, and all other lead values were normal. Technical services discussed troubleshooting, to see if noise could be produced. If noise or fluctuations in impedances could be produced during patient movements and manipulation of the device, the physician could consider a lead revision. However, if no noise was created, the patient could continue to be monitored in the remote monitoring system. No adverse patient effects were reported.